Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested,but not yet received.

Manufacturer narrative:
The sample was not returned. The lot number is unk therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, patient experienced over active bladder, recurrent uti's, recurrent yeast infections, left hip and lateral thigh paresthesia, urge incontinence, stress urinary incontinence, migraines, urinary frequency, urinary retention, occasional pinkish discharge with voiding, redundant anterior vaginal mucosa, vulvar folliculitis, bladder pain, bladder infections, dysuria, acute pyelonephritis without lesion of renal medullary necrosis, severe dysmenorrhea [up to six days of spotting after six day menstrual cycle], watery yellow discharge, nocturia, dyspareunia, retropubic pain, polycystic ovarian syndrome, major depression, anxiety, burning upon urination, hypermenorrhea and detrusor instability. Patient underwent a release of suburethral sling and cystoscopy [(B)(6) 2009] and cystoscopy and removal of exposed mesh on (B)(6) 2010 with continued leaking. Nova sure endometrial ablation related to refractory menorrhagia.